Manufacturer narrative:
(B)(4). Date sent to the FDA: 03/03/2020. Additional h3 investigation summary: an empty opened box and six unopened samples of product code pdp9967t, lot pem618 were returned for analysis. During the visual inspection of six samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pem618, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: I don't have any other information than what I provided you unfortunately. The box & the description I gave you was a handwritten note attached to the box with no name or details. Note: events reported in 2210968-2020-00745, 2210968-2020-00746, 2210968-2020-00747, 2210968-2020-00748, and 2210968-2020-00749.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture came off the needle. There were no adverse patient consequences reported. No additional information was provided.